Manufacturer narrative:
Unit received with constant insulin pump error alarm during rewind due to motor gearbox jammed. Unable to perform displacement test due to constant insulin pump error alarm during rewind. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer stated that, the self test was ok. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.